Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal cramping (for three days). Seventeen days prior to receipt of this report the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) and (ip) gentamicin (dose and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as not wearing a mask. The same day the patient was retrained on proper aseptic technique. Two days later the peritonitis was manifested by worsening abdominal pain. The patient presented to the emergency room (ER) and was discharged the same day. Treatment was not reported. Three days after the evaluation in the ER, the patient was admitted to the hospital. The patient was diagnosed with tuberculosis. While hospitalized the patient was treated with rifampin (route, dose and frequency not reported) for tuberculosis and peritonitis. This treatment was reported as ongoing. The vancomycin and gentamicin were discontinued on an unreported date during the month. On an unknown date during hospitalization, (pd) therapy was discontinued and hemodialysis was started. The patient was discharged five days after admission. At the time of this report, the patient was improved and recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.